Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm. The customer's mother reported that they changed the set and received a motor error alarm during priming. The customer's mother did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Caller declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.